Event description:
It was reported that the battery percentage displayed on the graphical user interface dropped from approximately 98% to 50%. The user confirmed that the device was plugged in and charging and that the battery percentage was slowly increasing afterwards. Following perfusion, the liver was successfully transplanted.

Manufacturer narrative:
The device was serviced at the customer site and the device demonstrated no anomalies including inspection of the mains cable, ac input sockets, and fuses. Battery logs from the event were not readily available and the device passed all applicable testing.